Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead had observations of intermittent spikes in high out of range impedances over 2500 ohms. Review of the device report found all other parameters stable, however performing isometrics around the device pocket the physician was able to recreate the spikes in impedances. The plan was to monitor the patient at this time and perform regular re-checks. The device system remains in-service. No adverse patient effects were reported.